Manufacturer narrative:
On 8/28/2020, it was reported to mentor that the date of removal was on (B)(6) 2020. The serial number is (B)(6) for the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2020, it was reported to mentor that the right breast implant was intact. The left breast implant was deflated and it was difficult to find by the healthcare professional. The patient¿s diagnosis was : unacceptable appearance. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. H6 patient code 3191: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/8/2020, it was reported to mentor that the replacement devices were mentor smooth round moderate profile 300cc.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 575cc and experienced bilateral deflation. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the right breast implant.